Event description:
It was reported that there was no image present on the liquid crystal display (lcd) monitor when attempting to route a composite video signal directly from an endoscopic ultrasound center. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.